Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 99 bd insyte¿ IV catheters experienced catheter damage. The following information was provided by the initial reporter: received information from the head nurse of chemotherapy ward. He received reports from his nurse staffs complaining difficulties in using insyte during insertion. The catheters were too soft and led to difficulties in handling during insertion. Some catheters were also reported torn by its' introducer during insertion because they were too soft.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 99 bd insyte¿ IV catheters experienced catheter damage. The following information was provided by the initial reporter: received information from the head nurse of chemotherapy ward. He received reports from his nurse staffs complaining difficulties in using insyte during insertion. The catheters were too soft and led to difficulties in handling during insertion. Some catheters were also reported torn by its' introducer during insertion because they were too soft.